Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who had the customer re-install software, performed a push software update, and power drained the device. The device was confirmed to be operating per specifications after update and reboot. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the xper flex cardio 2010 rev-b-exchange indicating that the ECG does not have a smooth curve and is pixelated and squared off. The device was in use on patient at time of event, there was no adverse event reported.